Manufacturer narrative:
(B)(4). Results: the velocity delivery microcatheter (velocity) was fractured approximately 78.0 cm from the hub. Conclusions: evaluation of the first returned velocity revealed that the strain relief was stretched. This type of damage typically occurs due to forceful retraction of the velocity against resistance while the strain relief is pinned or otherwise secured. Further evaluation revealed the distal shaft had slight bends. This damage was likely incidental and may have occurred during packaging of the device for return. Evaluation of the second returned velocity revealed it was fractured. This damage may have occurred due to forceful handling of the velocity during removal from the packaging or preparation for use. The wire mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00836.

Event description:
While preparing two velocity delivery microcatheters (velocity) for a medical procedure, the radiologic technologist noticed that the strain relief on one velocity was stretched upon removal from the packaging. The velocity was set aside and did not come into contact with the patient. Next, a second velocity was opened for the procedure. While the technologist was attempting to advance the velocity onto the guidewire outside of the patient, the velocity broke into two pieces. Therefore, the velocity was not used for the procedure and did not come into contact with the patient. The procedure was then stopped at this point.